Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and unwanted pacing occurred and no temperature was shown. During procedure, no ablation was possible since no temperature was being displayed on the generator. The catheter cable was replaced with no resolution. While doing this troubleshooting, it was noticed that the pacing was on by itself. It was switch off on the pacer and after replacing the catheter, there were no problems observed. The procedure was completed with no patient consequences. It was determined for this complaint to be reportable, since the catheter was pacing when it was not required, therefore, causing a potential risk to the patient.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(4) 2015. The analysis has begun but is not completed at this time. Concomitant bwi product: product: carto® 3 system: us catalog # fg540000, serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch electrophysiology catheter and unwanted pacing occurred and no temperature was shown. During procedure, no ablation was possible since no temperature was being displayed on the generator. The catheter cable was replaced with no resolution. While doing this troubleshooting, it was noticed that the pacing was on by itself. It was switch off on the pacer and after replacing the catheter, there were no problems observed. The procedure was completed with no patient consequences. It was determined for this complaint to be reportable, since the catheter was pacing when it was not required, therefore, causing a potential risk to the patient. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were found broken between the ring # 4 and # 5. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature issue was confirmed, however, the root cause of the unwanted pacing remains unknown. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.